Manufacturer narrative:
The analysis of the power cable for the viewing station of the imaging system was completed by medtronic personnel. Visual inspection found that cable had been physically stressed, resulting in a coil. It was noted that there were no functional issues observed with the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the computer for the viewing station of the imaging system was completed by medtronic personnel. When installed in a known operational imaging system, the system readied and could be used. However, it was noted that the application software and operating system loaded slower than expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power cord of the viewing station for the imaging system was physically damaged and that the fan of the pc for the viewing station of the imaging system was not operating. To restore functionality, the power cord and the computer were replaced was found to be fully functional. The components have been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would intermittent lose display functionality. There was no patient present when this issue was identified. No additional information was provided.